Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturers service center, a "service required" code was found in the ventilators downloaded error log. The devices internal battery was replaced to address the issue.